Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the touchpad and the system was tested and verified as ready for use. Isi received the touch screen involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate and confirm the reported issue. Failure analysis: installed the unit into an xi system and powered on. Error 75, (the touchpad's touchscreen failed its diagnostics) occurred in error log and no image was seen on the touchpad. A new compact flash card was inserted and black screen still remains. As of 03/16/2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review was performed and the following was confirmed: system serial #, event date, console surgeon and procedure name/category. A review of the site's system logs for the reported procedure date was conducted by the tse at the time of the customer's call for support. Investigation revealed the following possible related system errors: 75, error touchpad screen. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: one of the surgeon side consoles (ssc) was not able to be used due to a non-recoverable error, and a black screen on the touchpad. The surgeon was able to use the second ssc to continue and complete the procedure as planned. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer had an error 75 on their second surgeon side console (ssc), with a black screen on the touchpad. Technical support was contacted and the technical service engineer (tse) was informed that the system was not connected to the network, so the tse could not capture the ssc serial number. Tse recommended attempting to hard power cycle the affected console, but the customer opted not to and was continuing with the procedure using one console. The customer does not have a case to follow. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.